Event description:
A manufacturer representative reported a power on reset (por) occurred when a consumer¿s implantable neurostimulator (ins) was turned back on, which occurred during normal use. The consumer turned off the ins prior to going swimming in a pool in (B)(6) 2016. After the swim, she went to turn on the ins using the patient programmer and got the por message with the ¿call your doctor¿ icon. She went in to have the device checked out on (B)(6) 2016. When interrogated by the clinician programmer, the ins indicated that the serial number had to be programmed, but otherwise except for the device being off and the therapy summary (usage) being blank, all parameters were normal including patient name. The programs were checked (and adjusted to standard from what was previously programmed for optimization) and all was working well. The consumer was told to come in if it happened again and report where/when it occurred. The issue was noted as resolved. The consumer¿s medical history included bladder incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there was no additional information. The consumer was asked to observe where, when, and what she was doing if this happened again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.